Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that blood leaked to the tip of the filter pro. There was no disinfection or sterilization, and no infectious disease occurred. This occurred during patient use, and there was no patient harm/adverse event reported.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: no product was returned for investigation. Three pictures were provided showing the customer's reported issue. One photo shows a side-by side comparison after a blood collection. The filter-pro device on the left shows that leakage extended past the acceptable fluid penetration depth of .060". In-process, filter-pro devices are automatically assembled and glued from supplied components. The maintenance log review found no entries relevant to the reported problem on the date of manufacture. The lot acceptance is based on c=0 (critical) visual inspection for damages, that affect function and device history record (DHR) information indicates the lot met the established acceptance requirements. While the allegation was confirmed, it could not be stated with confidence whether the area was damaged, had a short fill or was not properly sealed. Without the device, the exact problem source for the compromised filter-pro could not be identified.